Manufacturer narrative:
The returned controller passed visual and functional testing. The system testing did not indicate any abnormal operation of the controller. Both power port are tight and perform properly mating and locking actions when the power sources were connected. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of two reports (3007042319-2016-01555, and 01556) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is report one of two reports (3007042319-2016-01555, and 01556) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient had both controller that had loose power connector at the controller by slipping out of the sealing ring (between connector and housing). It was also stated from the site that there was no loss of power during the event. Signs of damage were noted on the controller power port, but patient denies dropping the controller. An elective controller exchange was performed and it was stated that there were no effect on patient and the patient was doing fine the whole time. No further information available.